Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal patient's use observed in the black box or download history. The power on resets were verified in the black box history. There was no damage found to the returned battery cap or battery compartment. The battery cap was found to tightly secure to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with returned battery cap with no power loss or rebooting issues. The battery cap was found to pass the functional test and met all specifications. The reported complaint was confirmed in history but not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump began rebooting after a battery change was performed. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump's battery cap was reportedly changed 3 weeks earlier. No visible cracks were noted on the pump's casing. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.